Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a "scan again in 10 minutes" message on the 4th day of wearing the adc freestyle libre sensor and was unable to obtain sensor readings. As a result, customer experienced hyperglycemic symptoms and a loss of consciousness. Paramedics were called, and a blood glucose result of 600 mg/dl was obtained on unspecified device. Customer was transferred to hospital and treated with unspecified dose of insulin, and additionally given unspecified antibiotics. There was no report of death or permanent impairment associated with this event.

Event description:
A customer received a "scan again in 10 minutes" message on the 4th day of wearing the adc freestyle libre sensor and was unable to obtain sensor readings. As a result, customer experienced hyperglycemic symptoms and a loss of consciousness. Paramedics were called, and a blood glucose result of 600 mg/dl was obtained on unspecified device. Customer was transferred to hospital and treated with unspecified dose of insulin, and additionally given unspecified antibiotics. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.